Event description:
The participant reported he had a mark/skin reaction after wearing the Vivalink sensor with adhesive. From the complaint description, the user experienced skin redness and pain when peeled off the adhesive for 8-14 days wearing. While the recommended wearing duration of A13 is 4 days. Overwearing outside the IFU specified duration, is known factor to increase the likelihood of skin reaction.

Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.